Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump alarm was unable to be duplicated. Testing was performed and the device was functioning properly. The pump software was reinstalled. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a 'cartridge removed' alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.